Event description:
It was reported that boston scientific technical services was contacted to evaluate a treated episode from this subcutaneous implantable cardiac defibrillator (s-ICD). High resolution electrocardiograms were provided to the sales representative for a physician review. Further insight revealed the shock was inappropriately delivered due to atrial fibrillation (af) with a rapid ventricular response. It was stated that an ablation procedure is anticipated to better control the patient's af, but this has not yet occurred. Additionally, the s-ICD therapy zones would be reprogrammed to resolve the event. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.